Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient just got her ins replaced because the device was defective a month or two before the replacement. The patient stated that she noticed she was having incontinence problems and went to try her patient programmer to turn up stimulation and she could not feel anything. The patient made an appointment and was told there was something technically wrong with the device, so they replaced it all not just the battery. The patient was not in any accidents and diagnostics were run on the device. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date was corrected from 2017-06-17 to 2017-10-25. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturing representative discovered that the patient's battery was at end of service (eos) and that no further reading could be made. There were no symptoms or further complications reported or anticipated.